Event description:
Customer reported issues with the insulin pump. Customer states that there is a button error alarm. Customer also states that while they were riding a bike the insulin pump was exposed to fluid. There is fluid under the lcd display. The blood glucose reading is 137 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. The insulin pump functioned properly. The insulin pump had intermittent button response during testing due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.